Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus (via photo), and the customer¿s reported complaint was confirmed. The device evaluation findings are as follows: the probe was broken around the outer pipe. The breakage started at the cracked area of the probe. In addition, the following non-reportable finding was observed: the tissue pad in the grasping section was worn and partially torn away. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event (broken probe) could not be determined. However, the broken probe likely occurred due to the following mechanism: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. 2) a force was applied to the probe during spark generation. 3) a force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe. 4) due to continuous use of the device, the cracks on the probe progressed. This led to the breakage of the probe. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after the tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ this supplemental report includes an update to h3. Also, new information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct the lot number of the suspect device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that one of the branches of this ultrasonic surgical device broke off during laparoscopic abdomino-thoracic esophageal resection and was removed. There was no procedure delay, and the intended procedure was completed with a similar device. There were no reports of patient or user harm associated with this event.